Event description:
It was reported that the patient presented for a scheduled procedure. During the procedure, the physician attempted to implant the atrial leadless pacemaker (alp) however it was discovered the helix was stretched after initial mapping attempt. The alp was removed and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported event of stretched helix was confirmed. Visual inspection noted the outer helix stretched out of specification. The outer helix elongation is consistent with having occurred during the implant procedure caused by the end-user. Electrical and mechanical analysis performed indicated normal functionality. Review of the device history record (DHR) indicates that each manufacturing and inspection operation was performed, and the device passed all tests prior to its distribution. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.